Event description:
It was reported that the patient's right ventricular (rv) lead had low pacing impedance and was oversensing noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4524-45 lead, implanted: 1999-(B)(6). (B)(4).